Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed and the procedure was completed successfully. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed and the procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. : nc quantum apex mr 15mm x 3.00mm was returned to the complaint investigation site (cis). A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 1.2cm longitudinal tear in the balloon. Bumper tip showed no signs of distal tip damage.